Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a needle retraction issue occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
A sensor was returned for evaluation. The device was visually inspected and found that the applicator does not fire when the trigger is depressed. The reported event of a needle retraction issue was confirmed. The probable cause of the issue is an assembly error because the torsion spring is telescoping and causing the drive wheel to jam before touching the trigger.